Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that the trilogy evo ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the ventilator was noted to be contaminated due to water damage. A device ventilator service required alarm was noted in the event log indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. During service the machine flow sensor was noted to have been replaced to address the issue. The device passed final testing.